Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
The customer contacted baxter's technical service center regarding a check lines and bags (clb) alarm, which occurred on the homechoice (hc) during use, during prime. The hp stated he had disconnected and reconnected some of the bags. The tsr explained that the supplies were now compromised and the hp would need to start over with new supplies. The tsr assisted with removal of the cassette and then set up with new supplies and bags. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient's caregiver on (B)(6) 2012 and she said the patient was able to resume therapy after starting over with new supplies. She did not notice anything unusual with any of the previous supplies. Since then the patient has been resuming therapy successfully however he has recently not been on the home choice and has been doing hemodialysis at the clinic. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.